Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that alerts for right ventricular oversensing were observed through merlin.net transmission. Patient was called in clinic for device check. Device interrogation noted drop in hv lead impedance and increase in rv threshold. The measurements were intermittent. Chest x-ray was performed and it was noted that the rv lead was not fully inserted into the device header. Patient will be scheduled for revision procedure. Patient was stable.

Manufacturer narrative:
Correction: date of event and received by MFR in initial report should have been (B)(6) 2019.

Event description:
New information received notes that when the patient presented remotely on 10 jun 2019, non-sustained rv oversensing episodes were observed. Review of egm noted low level, high frequency noise that was inhibiting pacing.myopotential oversensing was suspected. Programming changes were recommended.

Event description:
New information received notes that the lead was successfully re-inserted into device header on (B)(6) 2019. It was noted post procedure that the intermittent noise episodes were recurring upon deep breathing. Device was reprogrammed and the device was sensing noise less often. Patient is continuing remote follow up and routine clinic follow up at this point. No further procedures or changes have been made. Patient was stable throughout the event.